Manufacturer narrative:
The explanted ipg was not returned to bsn. It is indicated that the device will not be returned for evaluation, therefore a failure analysis of the complaint device could not be performed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was having to charge the ipg more often for longer periods of time. The patient underwent an ipg replacement procedure.